Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. Customer also reported getting a stuck button alarm and indicated that the device was exposed to a change in altitude and cold temperature. Blood glucose level at the time of the incident was not provided customer was able to clear the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.